Manufacturer narrative:
Device was found fully deployed. The external power supply was used to obtain data from the device. No alarms, timeouts, nor drive stalls were observed in the data. A leak test was performed. A fluid leak was found above the o-ring. This indicates that the o-ring is inadequate. The inadequate o-ring caused the internal components of the device to become corroded. This lead the device to fail to deliver insulin. Corrosion was observed on multiple device components, being the pcb, batteries, tube nut, and clutch spring. The corrosion was caused by the inadequate o-ring. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 30 mmol/l (540 mg/dl) while wearing the pod on the abdomen between 36 and 48 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.